Event description:
Resident's tube feeding pump found to be malfunctioning at 8:30 pm on 8/1/99. New bottle of jevity and new tubing were attached to machine between 6:00 and 7pm and machine was restarted to infuse 50cc per hr for 20 hrs as per physician's order of 6/17/99. Nursing assistant had discovered a resident vomiting at approx 8:15 am to 8:30 pm. Nursing was called immediately. Pump still indicated 50cc's per hr but feeding was running into tubing reservoir instead of dripping. Jevity tube feeding had infused approx 700 cc's in 90-120 mins. Resident was vomiting, dyspneic with cool, clammy skin. Resident was alert and oriented. Vital signs: resp 32, pulse 108, b/p 180/108. Physician notified.